Event description:
It was reported that upon opening the box, a foreign material was noticed in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.